Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a persistent "connected to pc" message displaying. Due to delivery delay, customer was unable to test and experienced dizziness, "couldn't see", and a loss of consciousness. It was reported customer self-treated with toast and had contact with an hcp who provided unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.